Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for filter placement prior to gastric bypass surgery. The right groin was prepped and draped in sterile fashion. The femoral vein was accessed under fluoroscopy guidance and a venogram was performed. The cavagram demonstrated the diameter of the inferior vena cava as well as the location of the renal veins. The filter was successfully deployed at the l2-l3 vertebral bodies below the renal veins. The deployment system was removed and pressure as held. There were no complications. Approximately seven years two months post filter deployment, the patient presented to the emergency department with an acute cerebral stroke. During the hospital stay, CT of the abdomen and pelvis demonstrated an inferior vena cava in placed with some legs extending through the inferior vena cava. Approximately eight years six months post filter deployment, the patient with recurrent abdominal pain and back pain was scheduled for filter retrieval. Preprocedure chest x-ray demonstrated a detached filter limb in the pulmonary artery. The jugular vein was accessed under ultrasound guidance and a venogram demonstrated multiple limbs extending outside the inferior vena cava. A cone retrieval device was advanced through the sheath but could not capture the cone of the filter. A second cone retrieval device was used and also could not capture the cone of the filter. Contrast injections demonstrated that the cone of the filter was likely against the wall of the inferior vena cava. A guidewire was passed inferior to the cone and the wire was grasped with a snare. A sheath was then brought down to the filter and was retrieved with gentle traction. Visual inspection of the filter demonstrated two detached filter limbs. Extensive fluoroscopy of the body could not identify the additional detached filter limb. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. Seven years and two months post filter deployment, a CT scan identified filter limbs to be perforating the ivc wall. Eight years and six months post filter deployment, in preparation for filter removal, x-ray demonstrated a detached filter limb in the pulmonary artery. A venagram demonstrated multiple limbs extending outside the ivc wall. The filter was attempted to be removed with two cone retrieval devices but could not be removed. A contrast injection identified the cone of the filter to be against the ivc wall. A snare was used to finally remove the filter. Upon removal it was noted that the filter had two detached filter limbs. Based on the medical records provided, the investigation can be confirmed for filter limb perforation of the ivc wall, a tilted filter, detachment of filter limbs, and difficulties removing the filter. It is possible that the patient's gastric bypass surgery or the patient's weight contributed to the reported event. However, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications/possible complications include but are not limited to the following: - perforation of other acute or chronic damage of the ivc wall. - filter fracture is a known complication of vena cava filters. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. The current IFU (instructions for use) states: warnings/potential complications: - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4).

Event description:
Medical records were received and reviewed. Approximately seven years two months post filter deployment, CT scan performed demonstrated filter limbs extending beyond the caval wall. Approximately eight years six months post filter deployment, the patient with recurrent abdominal pain and back pain was scheduled for a filter retrieval procedure. Pre-procedure chest x-ray demonstrated a detached filter limb in the pulmonary artery. During the retrieval procedure, multiple cone retrieval devices were used in an unsuccessful filter retrieval attempt. Contrast injection demonstrated the filter cone likely against the caval wall. A guidewire and snare were used to successfully capture and retrieve the filter through the sheath. Visual inspection of the device demonstrated two detached filter limbs. Extensive fluoroscopy did not demonstrate any evidence of an additional detached filter limb within the patient. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Seven years and two months post filter deployment, a CT scan identified filter limbs to be perforating the ivc wall. Eight approximately two years later, in preparation for filter removal, x-ray demonstrated a detached filter limb in the pulmonary artery. A venagram demonstrated multiple limbs extending outside the inferior vena cava (ivc) wall. The filter was attempted to be removed with two cone retrieval devices but could not be removed. A contrast injection identified the cone of the filter to be against the ivc wall. A snare was used to finally remove the filter. Upon removal it was noted that the filter had two detached filter limbs. Therefore, the investigation can be confirmed for perforation of the ivc, detachment of filter limbs and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
Medical records were received and reviewed. Approximately seven years two months post filter deployment, CT scan performed demonstrated filter limbs extending beyond the caval wall. Approximately eight years six months post filter deployment, the patient with recurrent abdominal pain and back pain was scheduled for a filter retrieval procedure. Pre-procedure chest x-ray demonstrated a detached filter limb in the pulmonary artery. During the retrieval procedure, multiple cone retrieval devices were used in an unsuccessful filter retrieval attempt. Contrast injection demonstrated the filter cone likely against the caval wall. A guidewire and snare were used to successfully capture and retrieve the filter through the sheath. Visual inspection of the device demonstrated two detached filter limbs. Extensive fluoroscopy did not demonstrate any evidence of an additional detached filter limb within the patient. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated, struts detached, perforated and retained in lung. The device was removed percutaneously. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before bariatric procedure and due to venous insufficiency. Approximately seven years two months post filter deployment, computed tomography scan performed demonstrated filter limbs extending beyond the caval wall. Approximately eight years six months post filter deployment, the patient with recurrent abdominal pain and back pain was scheduled for a filter retrieval procedure. Pre-procedure chest x-ray demonstrated a detached filter limb in the pulmonary artery. During the retrieval procedure, multiple cone retrieval devices were used in an unsuccessful filter retrieval attempt. The detached strut retained in right chest pulmonary artery and lung. The device was removed percutaneously. The current status of the patent is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years and three months post deployment, computed tomography of abdomen and pelvis showed the filter with some of the legs protruding through the inferior vena cava. Around one year and three months later, a computed tomography scan showed several legs of the filter extending well beyond the wall of the inferior vena cava and transversing close to the aorta. Around two weeks later, filter retrieval was planned. A cone with bard inferior vena cava filter retrieval kit was passed through the sheath and didn't grasp the cone of the filter. A second cone was placed. The sheath was brought down to the filter and able to retrieve the filter. The filter was inspected on the back table, there are four short legs are intact and six long legs. Then extensive fluoroscopy of the body was performed and unable to find the additional short limb. It was possible that it was too small to visualize. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.